Manufacturer narrative:
An event regarding infection involving a centrax bipolar head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The bha was done with centrax bipolar cup, v40 head and accolade 2 stem at 2018/11/21 for femoral neck fracture. At (B)(6) 2018, infection was occurred and the surgeon cleaned the surgical field, exchanged the head and cup. The stem was not changed. At 2019/jan/17, the patient was recovered. Infection was confirmed clinically, microorganism unknown. Pre-existing conditions: "stomach cancer" right side.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The bha was done with centrax bipolar cup, v40 head and accolade 2 stem at (B)(6) 2018 for femoral neck fracture. At (B)(6) 2018, infection was occurred and the surgeon cleaned the surgical field, exchanged the head and cup. The stem was not changed. At (B)(6) 2019, the patient was recovered. Infection was confirmed clinically, microorganism unknown. Pre-existing conditions: "stomach cancer". Right side.